Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was stated that the pt has groin pain since the surgery and high levels of metal in his blood. Pt's wife stated that pt may need a revision surgery. Pt's wife stated she has no money for this surgery, mris and related expenses. Pt's wife stated that the surgery is causing time, money, anguish, and her insurance is not covering a lot of these costs.